Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine generator change with a known history right ventricular lead oversensing due to noise. Programming interventions were initially made. However, the physician decided to cap and replace the lead on (B)(6) 2021. The patient was in stable condition post-procedure.